Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9077505. Medical device expiration date: 2023-02-28. Device manufacture date: 2019-03-18. Medical device lot #: 8319983. Medical device expiration date: 2022-10-31. Device manufacture date: 2018-11-15. Medical device lot #: 9009878. Medical device expiration date: 2022-12-31. Device manufacture date: 2019-01-09. Investigation summary: the customer issued a complaint for a damaged/defective needle guard detected by end user. Samples were not provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the photos provided. Investigation was conducted with pictures/analysis report provided by the customer without need of physical sample/samples provided by customer. This sample is/ these samples are kept for any further need. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Root cause description: this product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultrasafe¿ manual needle guard b100l broke and the glass syringe was not attached inside the holder. This complaint was created to capture the 1st of 2 related incidents. Lot# 9077505 was reported to have had 1 occurrence of this event, while lots 8319983 and 9009878 were reported to have been involved, but it is unknown how many occurrences happened within either. The following information was provided by the initial reporter: "complainant reported that the glass syringe is not attached to the inside of the plastic holder."